Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: during evaluation of the sample a tear was observed within a fold or wrinkle on the anterior aspect of the implant, measuring approximately 10.5 cm within an area of shell abrasion. Shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some postoperative breast and/or chest pain. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure, and is referenced in the current instructions for use. Reason for device explant and/or reoperation: bilateral breast pain and rupture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant and experienced postoperative bilateral breast pain and rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides with like devices (left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient¿s right-sided device.